Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms that occurred while connected to the mpu on (B)(6) 2021 from 19:46:25 to 19:46:30 due to a loss of external power. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. No other unusual events were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information communicated that the mpu would not be returned for evaluation as the unit is currently operational. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that the mpu has a v-lock connector on the ac power cord. Provided information communicated that the mpu power cord did not become disconnected from the ac outlet, the hazard alarm sounded as the patient got up to walk to the bathroom and the nurse checked the plug to make sure it was firmly connected to the outlet. Although esd was initially suspected the log file did not show any evidence of an esd event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 31aug2020 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had an electrostatic discharge (esd) event for 5 seconds that did not interrupt pump support. A low voltage/no external power alarmed on mobile power unit (mpu) enabling the controller backup battery until power was restored.